Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal via an implantable pump for intractable spasticity and multiple sclerosis. The dose and concentration were unknown. When the pump was replaced and the catheter was revised, the patient was overdosed. The hcp backed the pump medication to adjust for the previous catheter crack/leaking issue. There were no further complications reported or anticipated. [See MFR report number 2182207-2017-00002 for information on the pump replacement, catheter crack/leak/revision].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-jun-12 . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jun-12. It was reported that the patient first began experiencing the overdose in (B)(6) of 2015, after the patient's pump replacement. Their hcp gradually decreased the patient's pump dosage in order to resolve the patient's overdose. The patient's weight was also provided.